Manufacturer narrative:
Upon inspection and testing of the returned device, the reported issue (foreign material in channel) was confirmed. It was observed there was residue and foreign material in the biopsy channel. In addition to coating peeling off from the insertion tube, service found the connecting tube was dirty, and corrugated, the electrical connector was corroded due to a leakage, there was a black dot, and a shadow on the displayed image due to broken charge-coupled device, and the image was blurry due to broken charge-coupled device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the sticker (foreign material) was fallen off to the channel. The reported issue occurred while preparing the subject device for use during an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no delay in the procedure. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeling off, which is also a potential adverse event. Additional details have been requested regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating peeling off from the insertion section was due to chemical or physical stress. Regarding the potential physical stress, it is possible the insertion section interfered with and was rubbed against the mouthpiece, or the device was used for a procedure while the insertion tube was not smoothly passed through the endotracheal tube. Regarding the potential chemical stress, it is possible a non-water-soluble spray-type pharyngeal anesthetic, such as xylocaine spray, etc., was directly sprayed onto the insertion section, or the device was not reprocessed in accordance with methods recommended by olympus. However, a definitive root cause could not be determined. Based on the results of the investigation, the foreign material was a white sticker that did not originate from the subject device. It is likely an endo-therapy accessory or cleaning accessory with an attached sticker was passed through the biopsy channel by the user and the sticker peeled off in the biopsy channel. However, a definitive root cause could not be identified. Regarding the coating peeling off of the insertion section, the user can detect the event properly by handling the device in accordance with the device's instructions for use (IFU) under "inspection of the endoscope": "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can decrease and prevent the occurrence of the coating peeling off by handling the device in accordance with the device's instructions for use: "operation- insertion or withdrawal with excessive force, or forcible insertion or withdrawal. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Compatible reprocessing methods and chemical agents : olympus endoscopic equipment is compatible with several methods of reprocessing. Certain components and accessories, however, are not compatible with some methods, which can cause equipment damage. For appropriate reprocessing methods, refer to table 2.1 below, the recommendations of your infection control committee and all national and local hospital guidelines and policies." Regarding the white sticker in the channel, the user can detect the event by properly handling the device in accordance with the device's IFU: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." The user can decrease and prevent the occurrence of the white sticker falling into the channel by handling the device in accordance with the device's IFU: "for more information on combining the endoscope with particular endotherapy accessories, refer to combination equipment on page 119 and the instruction manuals for the accessories. Also, refer to their respective instruction manuals for operating the accessories. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.